Event description:
Baxter (B)(4) received a report that a 7 ml/hr infusor underinfused during patient use. A volume of 150 ml was infused over the course of 11 days rather than 37 hours. This implies a 0.57 ml/hr flow rate, which is 8% of the expected flow rate. The device was filled with a 300-ml solution of 0.2% ropivacaine in normal saline. Interruption of therapy or infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.